Event description:
Customer reported an over infusion of fentanyl with no pt harm. The fentanyl syringe should have lasted for eight hours, however, it was found empty after 3.3 hours. The customer reported the pt was "happy" and is suspicious at to whether the pt was possibly able to access the pump module and change the programming. The pt is also on a fentanyl patch and a fentanyl lollipop.

Manufacturer narrative:
(B)(4). The customer stated the product will not be returned for investigation because an event lot review was requested. Event logs have been rec'd but investigation is not complete. A f/u up report will be submitted with the investigation findings.